Manufacturer narrative:
Product ID: 3389s-28, lot# va13e9b, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported during the stage 2 procedure, they were unable to place the boot on the lead due to the lead being too short. No factors led or contributed to the issue and no troubleshooting/actions/interventions were performed. The issue was not resolved at the time of report. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# va13e9b, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that during the stage 1 procedure, the surgeon used a 28 cm lead. Due to the inability to obtain enough lead length to slide the boot over the distal end of the lead, the surgeon decided to only use 40 cm leads. The rep also stated that she does not know the exact cause of the surgeon not being able to obtain enough length on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.